Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. At this time, the rv lead has been surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.